Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties loading the cartridge onto the pump. Customer reported experiencing a continuous elevated blood glucose level of 399 mg/dl at the highest. Customer delivered a correction bolus to address the elevated blood glucose level. Reportedly, the customer was able to successfully load the cartridge.